Event description:
A falsely elevated troponin I result of 0.81 ng/ml was obtained on a pt sample. The result was not reported to the physician. The test was repeated on an alternate analyzer and a result of 0.06 ng/ml was obtained. The test was repeated on the original analyzer and a result of 0.08/0.06 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was dirty r1 drain.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was dirty r1 drain. The customer bleached the r1 drain. The instrument is operating within specifications.